Manufacturer narrative:
Additional email address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bilateral deflations."

Event description:
Physician reported left side "bilateral deflations and exchange." Device has been replaced and discarded.